Event description:
After the stenting (genesis, cordis) of a lesion located in the left hypogastric, the surgeon made an angiographic control with a tempo4. The surgeon did not meet any difficulty or resistance while advancing the catheter in the pt. During the withdrawal of the device, it was blocked between the stent and the artery. The surgeon tried many times to remove it, but never forced violently. The catheter broke suddenly, and the radiopaque and non-armed catheter's tip remained jammed into the pt. The pt's vasculature had no particular characteristics. The surgeon was not able to remove the tip of the catheter, which was jammed between the stent and the artery. It creates a turbulence zone for the blood flow. The pt's state is stable for the moment. There were no problems removing the product from the packaging or prepping the device. There were no kinks noted on the device at any time.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The complaint of "separated in pt" could not be confirmed without the return of the product for analysis. There is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the limited info suggests that vessel and procedural issues may have contributed to the reported event.